Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the longevity estimation on the device was not accurate. A software upgrade fixed the error. Follow up was conducted, but no information was available except that no intervention or reprogramming was done on the device. No patient complications have been reported as a result of this event.